Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, patient's receiver displayed hourglass icon for multiple hours. Patient's mother contacted doctor and doctor advised that patient's mother should contact dexcom technical support. No medical intervention was required.